Event description:
It was reported that during the surgical procedure the tip of the harmonic shears insert broke off and fell into the pt. The tip was retrieved and the planned surgical procedure was completed using a replacement insert. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, engineering evaluation found a section of one of the clamping arms to be broken off. Engineering evaluation determined that the breakage most likely occurred when high force was applied to the clamping arm. No other damaged was found. As indicated in the complaint notes, the broken piece was successfully retrieved from the pt.